Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant medical products: 010000589 comp rvrs 25mm bsplt ha+adptr r 973360, 115310 comp rvrs shldr glnsp std 36mm 122300, 113650 comp primary stem 10mm std 170560, xl-115363 arcom xl 44-36 std hmrl brng ring 152490. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00045, 0001825034 - 2020 - 00046, 0001825034 - 2020 - 00047, 0001825034 - 2020 - 00048.

Event description:
It was reported the patient underwent a right shoulder arthroplasty. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.